Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During placement of this child's foley catheter it was discovered that the balloons on the size 6's were faulty. The balloons would inflate but then when checked to make sure balloon was secure the foley could be pulled out. The balloon was checked and found to be leaking. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The batch card(s) for this complaint was reviewed and passed all qa inspections. The actual or representative samples were not returned for inspection and the root cause could not be determined. A simulation test was conducted on representative samples of the same catheter size and balloon volume. No issues were observed. In the absence of the returned sample and limited information available on this complaint, further investigation could not be conducted, and therefore the complaint is not confirmed.

Event description:
During placement of this child's foley catheter it was discovered that the balloons on the size 6's were faulty. The balloons would inflate but then when checked to make sure balloon was secure the foley could be pulled out. The balloon was checked and found to be leaking. The patient's condition is unknown at this time.